Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent skin revision surgery to excise skin at abutment site and was placed on antibiotics (date and duration not reported).